Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported assintomatica and rejection of implant. No further information provided.

Event description:
Assintomatica and rejection of implant was reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was performed at the time of surgery.